Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: based on sales, the catalog number (and model) is rcfw-12.0-38 (g07601) or rcfw-12.0-38-30-rb (g08956). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by another device manufacturer, at the beginning of a procedure involving implantation of the other manufacturer¿s pulmonary artery pressure monitoring sensor, during which an unspecified cook 12-french sheath was used, a vessel dissection occurred while obtaining access into the right internal jugular vein. Per the other manufacturer, unexpected stenosis of the right internal jugular vein resulted in sheath perforation and development of a fistula between the jugular vein and the right subclavian artery. A mediastinal hemorrhage occurred and the patient developed right shoulder pain. Reportedly, only the 12-french sheath had been inserted at the time of the event. An occlusive balloon was deployed twice at the ¿assessed location¿ and volume resuscitation was performed, stabilizing the patient. Once the patient was stabilized, the physician chose to continue with implantation of the sensor. The right heart catheterization was performed via the right femoral vein, and the other manufacturer¿s sensor was deployed and calibrated without difficulty. Although the procedure was delayed due to the interventions, the patient reportedly left the catheterization lab in stable condition. A post-procedure chest CT was performed, and the patient was admitted to the critical care unit. The patient did not require anesthesia or vasopressors. Three days after the procedure, the patient¿s status was ¿critically ill/ plan for discharge pending patient outcomes/status.¿ on (B)(6) 2025, the ¿clinic¿ reported that the patient had died; however, the cause of death could not be confirmed by the healthcare provider. There has been no alleged malfunction of the 12-french cook sheath. Additional information has been requested but is not available at this time.